Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their dentist has noticed that their teeth are slightly wiggly, and their roots are beginning to be exposed. The patient said that they need their teeth moved back down into their gum line. It was noted by the clinical support assessment team noted that the mobility of tooth #25 and #26 is not within normal limits. The patient was asked to backtrack to find an aligner that does not apply pressure.